Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens is in two pieces. The optic has been cut or torn in half. Two haptics are attached to each piece of the optic. The haptics are not damaged. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that the lens experienced subluxation approximately 5 months post-implant. Allegedly, the patient experienced a decrease in vision. Approximately 6 months post-implant, the lens was unable to be repositioned, a vitrectomy was performed and the lens was explanted and replaced. The patient's current prognosis is "good, vision stable."